Manufacturer narrative:
Date of event: no information for date of event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported the patient has been having difficulty with therapy and it has been going on for a little while. The patient feels a tremor in their feet at night. They tried changing groups yesterday but that did not help and they couldn't do anything for an hour until aid came and changed their group back to group b, which works better for them. When the patient went to group c, it was too high and they started to shake bad. They stated that every time they "change it wouldn't hold it or stay the number wouldn't stay". This happened five days ago. The patient also has medication issues as well and they have an appointment on the 20th. No further complications were reported as a result of this event. Additional information was received from the patient reporting that her issue was with her foot wiggling (tremor in foot) continued. They had seen the doctor on june 20th and was set on group d at 4.9v and was giv en instructions to increase stimulation in increments of 1 point if she wasn't getting symptom control. Patient stated that she had been increasing stimulation and symptom control would get better but results wouldn't stay because within a half hour she was having symptoms again and her foot would start wiggling again. Patient asked if this could happen with the therapy. Patient noted they had groups a-c but hadn't tried them. When they first got therapy they had to adjust therapy several times to get the best level but it was like she was back to having to do that. They have not had an falls/trauma recently. The patient called back in repeating previous events regarding shaking during the night. The patient believes her programmer is causing the issue and changing her settings. It was reviewed that her programmer is functioning appropriately and is not capable of changing the settings on it's own. Her physician thinks it is stress that is causing the shaking but patient disagrees. They wondered if it's a problem with the implanted device.